Event description:
It was reported that a pta balloon would not deflate after several inflations of 22 atm. The balloon was deflated with a needle stick through the skin and the catheter was removed through the introducer sheath. No report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.